Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. No root cause could be identified.

Event description:
The customer reported that the ventilator's user interface module (uim) touchscreen was freezing and not responding to input. There was no patient involvement.